Event description:
It was reported that during a liver part resection procedure that the teflon pad melted. A new instrument was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.